Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope sheath's ceramic tip was detached. The issue occurred during reprocessing. The procedure performed was a therapeutic electron microscope. The procedure was completed using a similar device. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was concluded that the ceramic tip likely broke due to the equipment being repaired by not authorized person (third party repair). The defined biocompatible characteristics are no longer be guaranteed (example: improper adhesives were used, improper materials used). Specially, the insulation beak was affected. Additionally, the defined mechanical characteristics were no longer ensured, as improper insulation material melted instead of ceramic. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.